Event description:
Procedure performed: unk. Event description: complaints 2024-001428 - 2024-001437 ncl. Complaints 2024-001438 - 2024-001447 clip scissored. Complaints 2024-001448 - 2024-001457 incomplete clip closure. Hospital: [institution] information received from [name] via email on 14may2024: over the last year this particular instrument has had significant issues with misfires and scissoring of the staple. Over 30% of the fires result with no clip being applied. When they are applied they tend to be loose and or scissored. Patient status: no patient injury reported. Intervention: unk.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: unk. Event description: complaints (B)(4) ncl. Complaints (B)(4) clip scissored. Hospital: [institution]. Information received from [name] via email on 14may2024: over the last year this particular instrument has had significant issues with misfires and scissoring of the staple. Over 30% of the fires result with no clip being applied. When they are applied they tend to be loose and or scissored. Patient status: no patient injury has been reported. Intervention: unk.